Event description:
It was reported that this valve was explanted at implant due to mitral regurgitation as seen on intra-operative echocardiography. Reportedly, incomplete closure of the posterior leaflet of the bioprosthesis was noted by direct vision. No further info was provided.

Manufacturer narrative:
X-ray. Explant evaluation not yet completed.